Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (bard flat mesh) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013: patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿a right inguinal incision was made. The large chronic inguinal hernia sac was dissected out. A bard flat mesh (device 1) was placed into the right inguinal floor and closed the defect with sutures.¿ (B)(6) 2017: patient was diagnosed with bilateral inguinal hernia, pain, thereby underwent robotic assisted repair with implant of 3dmax light mesh (device 2- right and device 3 - left). Per operative notes, ¿a supraumbilical stab incision was made into the right and left inguinal site. Both right and left inguinal hernia sac were dissected out. Two 3dmax light mesh (device 2 - right and device 3 - left) was placed into right and left inguinal region and secure the defect with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (bard flat mesh) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.